Event description:
During an installation of a unicel dxc 800 synchron system, the creatinine module leaked creatinine reagent. The leak was contained within the instrument. The volume of the leak was unknown. The workers interfacing with the machine were wearing personal protective equipment which included lab coats, goggles and gloves. There was no exposure to worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
The creatinine module was replaced and installation of the instrument continued. The cause of the event unknown. No discrepant results were generated, however, there may be the potential for erroneous results associated with the failure mode upon recur. (B)(4).